Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the option to dispense medication was greyed out. A technical support specialist confirmed the issue was resolved, and no further problems were reported. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the option to dispense medication was disabled, impacting multiple stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.